Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device evaluation summary was completed on 2/11/2021. It was reported that a patient underwent cardiac ablation procedure for supraventricular tachycardia with a preface® guiding sheath with multipurpose curve. It was reported that the brim cap on the preface® guiding sheath with multipurpose curve became detached from the hub, after inserting the ablation catheter into the sheath. The preface® guiding sheath with multipurpose curve was replaced with a preface® guiding sheath with multipurpose curve of the same lot number and the same issue occurred. The preface® guiding sheath with multipurpose curve was replaced a second time, with a different lot number and issue resolved. The procedure continued. There was no report of patient consequence. A non-sterile pref.guiding sheath w/mult.crv cannula was received for analysis inside a plastic bag. Per visual analysis, the brim cap was observed detached from the hub of the unit. No anomalies or damages were observed on the internal components of the brim cap and hub. Brim cap was re-attached to the hub of the unit and did not come off after that. No other anomalies were observed. A review of the manufacturing documentation was performed and no internal actions related to the reported complaint were identified. The complaint reported by the customer as ¿mechanical - brim cap detached¿ was confirmed since the brim cap was observed detached from the hub of the unit, as received. Nevertheless, neither damages nor any anomalies were observed on the internal components of both the brim cap and hub. The brim cap was re-attached to the hub of the unit and did not come off after that. The cause of the detached brim cap observed on the unit could not be conclusively determined during the analysis, procedural factors and /or handling process may contribute to this issue. Controls are in place to verify the catheters for this kind issue; the produced devices are inspected 100% before leaving the facility. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Biosense webster manufacturer's reference number (B)(4). Has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for supraventricular tachycardia with a preface® guiding sheath with multipurpose curve where brim cap detachment occurred. It was reported that the brim cap on the preface® guiding sheath with multipurpose curve became detached from the hub, after inserting the ablation catheter into the sheath. The preface® guiding sheath with multipurpose curve was replaced with a preface® guiding sheath with multipurpose curve of the same lot number and the same issue occurred. The preface® guiding sheath with multipurpose curve was replaced a second time, with a different lot number and issue resolved. The procedure continued. There was no report of patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The brim cap issues were assessed as MDR reportable under both the sheaths with these issues.